Event description:
The device was returned to the manufacturer with no information after being explanted. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. It was noted that the leads were attached when the device was received. This probably caused the device to go to no output but no definitive conclusion can be made. (B)(4).